Manufacturer narrative:
Corrections to h6 (method, result and conclusion). The esheath was returned to edwards for evaluation. Visual inspection revealed the following: the sheath had expanded, and the tip had opened as designed, the horizontal opening of the sheath tip was slightly stretched and there were minor scratches along the length of the sheath shaft. 3 mensio imaging was provided and reviewed and revealed that the access vessel was mildly tortuous and calcified. Additionally, the access vessel minimum luminal diameter was undersized (3.7mm ¿ 3.9mm). Functional or dimensional testing was not performed due to the nature of the complaint. During the manufacturing process, inspections are in place to detect defects related to the complaint events. The sheath shaft is 100% visually inspected for defects per procedure. During manufacturing of the sheath shaft component, the esheath tip is inspected per procedure for inner diameter and for defects. During the final inspection, the esheath undergoes 100% inspection by both manufacturing and quality per procedure. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing per procedure. The testing includes insertion force, sheath tip inspection and seam inspection after expansion testing. The units for the work order passed pv testing. These inspections during the manufacturing process support that it is unlikely manufacturing non-conformance contributed to the reported complaint event. The esheath IFU, device preparation manual and device training manual were reviewed for guidance and instruction on device preparation and usage involving the esheath. The esheath IFU provides instruction of candidate patients. Do not use this device in patients who have tortuous or calcified vessels that would prevent safe entry of the introducers and expandable sheath. Based on the review of the IFU and training manual, no deficiencies were identified. The esheath was used in the procedure and, upon completion, a tear in the femoral artery was noticed. The customer requested to return the device for review. No device related malfunction code was assigned to the complaint. The returned device was visually inspected for any defects. No physical deformation or visual defects were observed, and it was found to have performed as designed. In this case based on the available information, the patient¿s access vessel minimum luminal diameter (mld) measured between 3.7mm ¿ 3.9mm. The minimum required vessel diameter for a 14fr sheath is 5.5mm. The adverse event is likely related to patient factors (undersized vessels). Based on the evaluation of the returned device, there was no visual evidence that proved a physical defect was present. No product non-conformances were identified. In addition, no device malfunction or product defects that would have contributed to the reported adverse event.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented and written in edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the injury was attributed to access at non-targeted site, at the bifurcation of femoral the artery, and narrow vessel diameter (3.8mm x 3.9mm). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences (B)(6) affiliate, after successful deployment of a 20mm sapien valve by transfemoral approach, upon removal of a 14fr esheath from the right femoral access site injury was noted. Vascular repair was performed. The sheath will be returned. As reported, the access vessel was narrow and femoral artery bifurcation was high, it was difficult to obtain access. There was no difficulty encountered during delivery system insertion. When the flex tip of commander delivery system was retrieved for valve deployment, the sheath was accidentally unfixed and pulled out 5 cm. No blood leakage was observed. The sheath was inserted and applied sutures to hold it. No remarkable damage was observed on the sheath. Per report, femoral artery bifurcation was high and difficult to find; therefore, the access site was obtained in the superficial femoral artery, at a location where the vessel was narrowed and calcified. The injury was attributed to access at non-targeted site, high bifurcation of femoral artery, and narrow vessel diameter. The patient¿s bifurcation of femoral artery was high, minimum luminal diameter (mld) of planned access route was 5.4 mm at proximal external iliac artery; however, mld of actual access route was 3.8 x 3.9 mm at access site, and calcification extended from the femoral artery bifurcation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.